Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String breaks off, tampons rip in half [device breakage]. Case narrative: consumer reported via e-mail that the string breaks off the tampon and some of the tampons rip during removal. No injury reported.